Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it could be confirm through the neuro coordinator and ns rep that this would not tighten. It was unknown how it was damaged. The site believed it was through normal wear and tear.

Manufacturer narrative:
The precision aiming device was returned to the manufacturer for analysis. Analysis found that there was physical damage to the instrument, which confirmed the reported issue. Through functional testing and visual/physical examination it was noted that the lower adjustment screw had been removed and the washer was missing. It was not possible to set the lower joint as it was. This issue was documented in a medtronic navigation hardware anomaly tracking database. Manufacture date was unknown on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged precision aiming device (pad). There was no patient present. It was unknown how the instrument was damaged at the time this report was filed.